Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reporter the system will not boot. No pt injury was reported.